Event description:
Complainant feels that a contraceptive device should be on the open market but should be dispensed by drs only because she has had trouble removing the device on several occasions even though she followed the directions to a "t". She had to have a dr remove it. The device supposedly moves around like it was not properly inserted and when removal is necessary, the loop is hard to get to. She stated that she knows of others who have the same problem. She feels that the co should have a toll free number for advice when these problems occur.